Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300-400 mg/dl. Bg level was addressed with a manual insulin injection. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. The customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2024 with no permanent damage. At the time of report the customer¿s blood glucose was 241 mg/dl. Customer continued to use the pump for insulin therapy.